Event description:
A st segment elevation has occurred. It was reported that a versacross connect access solution for faradrive was selected for use in a pulmonary vein isolation. After obtaining uncomplication transseptal access, a diffuse st elevation was noted on electrocardiogram (ECG or EKG) transiently with concomitant transient hypotension, which was resolved within 5 (five) minutes. The hypotension was supported with vasopressors. The ic physician was called out, however cath never pursued as ste resolved and hemodynamics were restored without additional support. The patient is expected to fully recover. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed). In the physician's opinion, the versacross dilator did not contribute to the st elevation. There is no reason to believe that the versacross wire nor dilator malfunctioned during the procedure. There was no audible sound like air being sucked through the sheath or catheter, and no air observation. Not definitive cause of ste, but physician thought that the stop cock of faradrive sheath was potentially loose leading to potential air entry. Perhaps the stopcock was not tightened properly or possibly some other way air was able to enter the system, but he did not feel there was a manufacturing issue. The irrigation was never interrupted or stopped during the procedure.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.